Event description:
Customer has noticed that on first use of the rectal retractor ((B)(4)), part of the ring and tandem combination applicator set ((B)(4)), blood seeped between the small rivets holding the paddle in place along the metal fixation stem. The problem was noticed after clinical use but customer confirmed that there was no cross contamination or pt injury. The affected part was separated to prevent from further clinical use.

Manufacturer narrative:
Info provided in this report is based on the assumption that the info currently available is true and accurate. A follow up of this MDR is expected and will be submitted as soon as the part is received and investigated.